Manufacturer narrative:
A sample was received to perform an investigation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the returned pump found the tamper seals intact and the pump screen scratched. A review of the pump event history log found evidence of the reported problem in the history. Functional testing was performed. The reported problem was able to be duplicated. The pump displayed an alarm message when powered up. The cause of the reported problem was due to an issue with the circuit board. To resolve the problem the circuit board was replaced. Operator of device is unknown. No additional information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump displayed an error message. This occurred during bench testing at the hospital. No patient was involved.